Manufacturer narrative:
Continuation of d10: product ID: b35300, lot#serial#: (B)(6), implanted: on (B)(6) 2025, explanted: on (B)(6) 2026, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that physician was seeing a small pimple-like structure at head of extension lead site. Reports battery site looks good. Washed out and debrided this area near extension connection, no obvious pus. Sent for cultures. Cause is unknown but rep mentions that patient was treated for an earlier infection in january. Msaa cultured at the lead extension site. Patient on doxycycline currently and will stay on for a few more weeks per physician. This is the same bacteria that was also cultured at the chest infection in january.

Event description:
The manufacturer representative provided additional information indicating that details regarding management of the chest infection in january, including initial observation date and specific actions taken, are unknown. The explant of the prior battery was believed to be related to the infection. No further actions to address a current infection are known at this time; the patient was reported to be doing well with the full dbs system as of the most recent update.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.